Manufacturer narrative:
Additional device pro code: hrs. Possible lot numbers: l221250 or 9134142. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that initially, on (B)(6) 2017, a variable angle forefoot/midfoot was applied for hallux valgus and arthropathy of the lisfranc joint. Four (4) 2.7mm titanium variable angle locking compression was used into the variable angle locking compression t-fusion. On (B)(6) 2018, an explantation surgery was performed. During the removal surgery, while trying to remove the variable angle locking compression screws, three (3) out of four (4) screws broke just under the screw heads. There is a possibility that broken pieces remained inside the patient¿s body. The patient outcome and any surgical delay were unknown. Concomitant device: va t-fusion (part: 04.211.253s, lot: h307464, quantity: 1). This report is for one (1) locking screw. This is report 2 of 2 for (B)(4).